Event description:
In 1999, the surgeon informed the manufacturer's (MFR.) Sale rep of the following: the surgeon implanted two (2) of the devices in question. After implantation and close, the surgeon went to access the devices and upon aspirating, he found that there was a lot of air in the tubing. He thought there was a hole somewhere in the needle. No problem was encountered with the implanted device., only the needle set packaged with the implanted device. No further details were provided. The MFR was under the impression that one (1) needle was being returned for analysis; however, two (2) needle sets were returned. As a result, reference MDR#1056436-1999-00208 for the report regarding the second device. No furhter details were provided.